Event description:
It was reported that the patient presented in clinic due to inappropriate shock received from the right ventricular (rv) lead. There were no other adverse consequences noted. During rv lead repositioning, the helix would not deploy. The physician elected to explant and replace the rv lead. The patient was stable throughout the procedure.